Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2011. High impedance was observed on multiple diagnostic tests through (B)(6) 2012. Attempts will be made for additional information. No additional information has yet been received.